Event description:
An article by sara o. Dionne, hillary c. S. R. Akana, michael real, kimberly a. Elliott, brenden r. O¿neale ¿increased serologic reactivity with automated cmia testing and its implications for deceased donor eligibility determination in the united states¿, cell tissue bank (2025) 26:40 mentions repeat reactive results for samples with alinity s hiv ag/ab combo, alinity s htlv I/ii, alinity s anti-hcv, alinity s hbsag, and alinity s anti-hbc. It also states that some samples were discrepant to nat. These results could lead to rejection of donated tissue samples. No impact to donor management was reported.

Manufacturer narrative:
A complaint investigation for potential false reactive results for alinity s hbsag reagent included a review of trending data, labeling, device history record, and a complaint search. The complaint data for the product identified normal complaint activity for the complaint issue and no trends were identified. Labeling review concluded the labeling adequately addresses the issue. A device history record review did not identify any non-conformances or deviations. 12,765 deceased donors were tested with alinity s hbsag I/ii, ln 6p02-60, whereof 6.35 % were repeat reactive. The reactive rate, as well as the specificity, assuming zero prevalence, is within specifications for the assay. Kit testing or review of field data was not performed, as the lot numbers in use were not available and the review of the provided data documented in the article showed performance within specifications for the assay. Based on the results of this investigation, the alinity s hbsag reagent, is performing as expected and no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
An article by sara o. Dionne, hillary c. S. R. Akana, michael real, kimberly a. Elliott, brenden r. O¿neale ¿increased serologic reactivity with automated cmia testing and its implications for deceased donor eligibility determination in the united states¿, cell tissue bank (2025) 26:40 mentions repeat reactive results for samples with alinity s hiv ag/ab combo, alinity s htlv I/ii, alinity s anti-hcv, alinity s hbsag, and alinity s anti-hbc. It also states that some samples were discrepant to nat. These results could lead to rejection of donated tissue samples. No impact to donor management was reported.